Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. The pump was removed in the summer of 2015 due to an infection. Additional information received from the health care professional on (B)(6) 2016. The onset date of the reported event was (B)(6) 2015. The pump was explanted on (B)(6) 2015. It was further reported that the patient started exhibiting the signs of an infection on (B)(6) 2015. It was unknown as to what led to the reported infection. The previous pump was replaced due to dead battery, and 5 weeks post replacement the patient appeared to have a fluctuant mass over the pump site, patient experienced drainage of pus from pump site. Diagnostics were performed; wound culture was taken and was negative for staph coagulase, enterobacter cloacae was detected on the wound culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.